Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
In reviewing of the initial MDR 2648035-2019-00170, it was noticed that the complaint reporter phone number was known, but it was inadvertently not entered. Initial reporter name and address: phone number: (B)(6) should have been entered. Device available for evaluation? Yes, returned to manufacturer on: 2/20/2019, device returned to manufacturer? Yes. Device evaluation: the preloaded delivery system, model pcb00, was returned at the manufacturing site for evaluation. Visual inspection using magnification showed that the plunger and push rod were partially advanced. The push rod did override the intraocular lens (iol) and the lens was observed stuck in the inserter. No damage was found to the cartridge or cartridge tip. The condition of the sample returned was consistent with a product that was handled and prepared for surgical process. The customer's reported complaint could not be verified. A product quality deficiency could not be determined manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
If implanted; give date: n/a (not applicable). The intraocular lens was not implanted. If explanted; give date: n/a (not applicable). The intraocular lens was not implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that model pcb00 cartridge was bent downwards. The issue was observed when removing from the packaging. Another pcb00 was used. It was also noted that there was no patient injury nor incision enlargement. No additional information provided.